Event description:
Per the clinic, the patient developed a cerebrospinal fluid (csf) leak from the left ear and nostril two days following surgery, requiring urgent return to the operating room for a left subtotal petrosectomy and blind sac closure. In early (B)(6) 2026 (specific date not reported), the patient was admitted to the hospital (date and duration not reported) with covid-19 and high fevers, and drainage was noted at the surgical incision site. On april 6, 2026, cultures of the drainage were positive for mrsa, and treatment with antibiotics was initiated on (B)(6) 2026 (type and duration not reported). By (B)(6) 2026, the drainage appeared to be improving with no signs of active infection. However, worsening swelling at the implant site and erythema of the postauricular incision were observed. The patient underwent surgical washout (date not reported), which revealed copious purulent material consistent with infection at the incision site. The device was subsequently explanted on (B)(6) 2026. Re-implantation is planned but had not taken place at the time of this report.